Manufacturer narrative:
Results: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for low/without additive with the incident lot was observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for low/without additive was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: an absolute root cause for this incident cannot be determined.

Event description:
It was reported that more than 100 bd vacutainer® plus plastic plasma tubes were with clotting issue before centrifugation and 5 tubes could not be tested. The blood of the 5 samples presented in "jelly like" conditions. No serious injury or medical intervention reported.